Event description:
It was reported that the patient presented for an implant procedure. During the procedure, low pacing impedance was detected on the right atrial lead. The lead was replaced during the procedure to resolve the issue. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported event of low pacing impedance was not confirmed. Final analysis found the complete lead was returned in one piece. Electrical testing, visual inspection and x-ray examination were normal with no anomalies found.